Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the pump audibly alarmed n187 (negative distal occlusion delivery). This is not a reportable malfunction. However, during verification testing at the service center, the pump audibly alarmed with a e321 (battery charger timeout) error code.